Event description:
Hospital reported while injecting contrast media, pt suddenly complained of severe pain. Skin white from tips of fingers to just below elbow, cold and no radial pulse palpated at 2252. Had positive return of color and capillary refill in less than 2 seconds. Pt was transferred to another facility for vascular surgeon. Has had surgery at other facility.